Event description:
New information received notes that the lead was capped and replaced on 16 oct 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting noise. Programming intervention were made. They patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: h6 device code.